Event description:
Patient presented to the physician with a pin sized hole over the generator on the incision scar. The physician removed the whole inspire system on (B)(6) 2021 to address infection concerns, resolving the issue.